Manufacturer narrative:
One device was returned for investigation. The reported complaint of ¿¿dso seal had bubbled and delaminated, and the latch or lock handle was found to be loose¿. Confirmed by performing visual and functional pvt, found the dso seal is delaminated. Visual and functional testing was performed. Replaced dso seal. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the pump dso seal had bubbled and delaminated, and the latch or lock handle was found to be loose during testing. There was no patient involvement and harm.